Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer talisman delivery sheath. While preparing the occluder, the right atrial disc "did not contract again" and appeared bloated. During implant, the deformation persisted. There were no interactions with cardiac structures and no angulation/kink was observed with the delivery system. The device was never released from the delivery cable while inside the patient. In addition, there were traces of tissue thread on the outer edges of both discs. The occluder was fully retracted into the delivery system. The thread was not manipulated when noted. The occluder was exchanged for a new 25-18mm amplatzer talisman pfo occluder, which was successfully implanted.

Manufacturer narrative:
An event of the deformation during implant and exposed thread was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information received from the field indicated that there were no interactions with cardiac structures and no angulation/kink was observed with the delivery system. During implant, the deformation persisted. Therefore, the device was removed. In addition, there were traces of tissue thread on the outer edges of both discs. The image was received from the field, which appeared to show a sewing knot sticking out near the edge of the occluder. However, it could not be confirmed as the device was not returned for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.